Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was powering off by itself intermittently.  There was patient use associated with the reported event; however, no further details about the patient or the event were provided. Physio-control contacted the customer to request additional information about the patient and the event; however, the customer could not remember which call this event took place on and, as a result, was unable to provide any further information.